Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided for review. The photo shows an introducer needle with a pink hub and needle cover over the cannula. The needle and needle cover are in a transparent container. Owing to the photo resolution and obstruction from the container, it is difficult to discern fine details on the needle hub and needle cannula. However, the very distal end of the introducer needle hub appears to have a jagged and uneven edge. Therefore, the investigation is confirmed for introducer needle hub fracture, as the photo review identified a jagged and uneven edge at the introducer needle hub distal end. The definitive root cause could not be determined based upon available information. Labeling review: the cause of the event in question is unknown, and so the applicability of any particular portion of the IFU or other labeling is unknown. However, a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the IFU instructs on the use of the needle. Therefore, the product labeling will be considered adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during dialysis catheter placement, the introduction needle allegedly cracked. Reportedly, the introduction needle was replaced and the procedure was completed successfully. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 12/2020).

Event description:
It was reported that during dialysis catheter placement, the introduction needle allegedly cracked. Reportedly, the introduction needle was replaced and the procedure was completed successfully. There was no reported patient injury.